Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s weight is 221 lbs and the blood glucose level was 341 mg/dl at the time of the incident. Customer's insulin pump also had an unexpected restart error alarm. The customer had to treat with a manual injection due to blood glucose level being high and the insulin pump not powering on. Customer was unable to troubleshoot for high blood glucose level due to pump not having any power, also feels that high blood glucose levels are related to the pump not turning on since (B)(6) 2017. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Unable to verify unexpected restart alarm and off no power alarm due to blank display.